Event description:
During the firing sequence the system stalled, causing "incomplete firing sequence". Instrument would not open or close using remote. Manual release was engaged per instructions but failed to open the dlu. The dlu was then cut free from the sigmoid by scalpel and removed. Once outside, manual release opened dlu. Doughnuts looked good, but no staples were formed due to incomplete firing sequence.